Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MFR: 2134265-2018-05450. It was reported that insufficient roll-off occurred. The patient was undergoing a radiofrequency ablation (rfa). A soloist¿ needle was used with a rf3000 radiofrequency generator. The generator kept displaying the same high impedance (>400) error message. The needle was attempted with a second rf3000 generator with the same results. It was noted that treatment was being performed in an osteoid osteoma of a calcified left talus. Roll-off was unable to be achieved and the procedure was not completed. No patient complications were reported and the patient 's status is stable.